Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticky and often unresponsive. Additionally, it was reported that occlusion alarms occurred. Multiple attempts were made to follow up with the customer regarding the reported issues; however, no response from the customer was received.